Manufacturer narrative:
It was reported that the posterior cuts did not measure the same as the pre-op with the posterior lateral measuring 6.0mm and the posterior medial at 15.5mm. The block seemed to be in too much external rotation. The associated legion visionaire adaptive kit, intended for use in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. However, an engineering evaluation by our visionaire team noted that upon review of all parameters, it was determined that the segmentation was within visionaire standards. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No prior complaints for this part as this is a patient specific device. No root cause could be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. With no clinical documentation, the surgical outcome and/or the current patient status, the patient impact could not be determined. Without the return of the actual product involved and no patient records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that the posterior cuts did not measure the same as the preop with the posterior lateral measuring 6.0 mm and the posterior medial at 15.5 mm. The block seemed to be in too much external rotation. The tibia block did not fit at all. No information about delays was reported.